Event description:
On (B)(6) 2012, husband reported the patient was hospitalized for hyperglycemia on (B)(6) 2012 and she does not believe the infusion device delivers enough insulin. Her blood glucose elevated to almost 600 mg/dl and she experienced shortness of breath. Husband called an ambulance, and her blood glucose was 473 mg/dl when the paramedics arrived. Paramedics reported her vitals were "fine" and then left. Husband contacted patient's physician and was advised to go to the hospital. Her blood glucose was 595 mg/dl before she left for the hospital. She was admitted to the hospital and received an insulin IV for hyperglycemia and dehydration. She was discharged on (B)(6) 2012, and she is currently on injection therapy. Her normal blood glucose is under 200 mg/dl. Patient first attempted to treat hyperglycemia with a 5 unit bolus, and the infusion device displayed an e4 occlusion error after 2.6 units were delivered. She changed the infusion set but was unable to reconnect to the infusion device due to an e10 cartridge error. Husband was advised on what each error message means. The infusion set had been in use for 2 days, and there was blood in the needle and around the adhesive. Patient rotates her infusion sites and does have scar tissue. There were no external influences. The alleged infusion set and cartridge were discarded, and the infusion device and adapter were requested for evaluation.